Event description:
It was reported the video system center could not transfer image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced, and a probably cause could not be identified. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.